Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range shock impedance measurements. Review of device data revealed measurements had been out of range for approximately a year. The patient received appropriate therapy within that time which successfully converted. An invasive procedure was performed. This lead was explanted and the device remains in service with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.